Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair because of the tapered proximal neck (26mm-21mm), the short neck (10mm) and the narrow access route (6.5mm). The procedure consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. Final angiography revealed a proximal type I endoleak, and it was solved by placing another manufacturer's stent and a zenith main body extension. The pt is doing fine.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions. Specifically, the IFU states that the device is intended for pts having a non-aneurysmal aortic neck with a length of at least 15mm. The IFU also states "key anatomic elements that may affect successful exclusion of the aneurysm include ... An inverted funnel shape (greater than 10% increase in diameter of 15mm of proximal aortic neck length)." The pt was not suitable for evar as the length of the proximal neck was short and funnel shaped (26 to 21mm diameter over 10mm of neck). The pt's anatomy likely contributed to the reported endoleak as the proximal seal was insufficient. The endoleak was resolved with placement of another manufacturer's stent and zenith main body extension. At this time, there is no indication that a design or process induced failure of the device resulted in the endoleak. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.